Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm during the basic occlusion test as a result of a loose drive support disk. The insulin pump had a missing end cap sticker.

Event description:
It was reported that the insulin pump had an error alarm during the manual prime process. It was stated that the customer was disconnected when received the error alarm. Advised that the customer should never revert to back up plan. No further info was provided.